Event description:
A consumer reported that following an intraocular lens( iol) implant procedure, she needed a corneal transplant due to the lens "failing". The surgeon noted to the pt that the failure was caused by the age of the lens. Additional info has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).